Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the device was fully clip deployed and the device had been manipulated to retract the thumb advancer, via the use of the access ports, consistent with the complaint. The investigation of the device revealed bent but intact locator wings, consistent with a device that was difficult to be removed. Additionally, the reported "tented or dimpled" tissue, is consistent with an inappropriately sized "nick and spread", which may have contributed to the need to retract the thumb advancer to allow for the device to be removed. No manufacturing issues were detected and a root cause for the reported event could not be determined. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in-training in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during the advancement of the thumb advancer, the skin "tented or dimpled" inward and after firing the clip, the device was difficult to remove. In accordance with the instructions for use, a dilator was inserted into the access ports enabling the thumb advancer to be retracted to the start arrow allowing the device to be withdrawn from the tissue tract. The clip achieved hemostasis. There was no reported adverse patient effect. Though requested, no additional information was available.